Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the lead following appropriate delivery of hv therapy for a vt. The noise resulted in device charging and an aborted high voltage therapy. The noise could not be reproduced through isometrics. The patient was stable and was placed on medication to treat the vt. No programming changes were made. At a later follow-up dft testing was performed and noise was again observed after delivery of high voltage therapy. The physician elected to take no action and to continue to monitor the patient.